Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance and r-wave amplitude variation. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.

Event description:
New information indicates that a lead revision was attempted, but was unsuccessful due to patient anatomy. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported events of low pacing lead impedance, noise and r wave amp variation were confirmed. As received, a complete lead was returned in two pieces. During electrical testing the lead failed hi-pot test. Destructive analysis was performed and visual inspection found internal insulation abrasion breaching all the cable lumens along with the inner coil lumen under the right ventricular shock coil. The etfe cable coating of both right ventricular cables and the ptfe liner of the inner coil were abraded in this location. The cause of the reported events was isolated to the internal insulation abrasion abrading the ptfe liner of the inner coil and the etfe cable coating of both right ventricular cables.

Event description:
New information indicates that the lead was explanted and replaced. The patient condition was stable before, during, and after.

Event description:
New information indicates that the lead was explanted and replaced. The patient condition was stable before, during, and after.